Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. (B)(4). The actual sample was received for evaluation. Visual inspection revealed that the platinum coil had been unraveled and elongated. The niti core-wire had been fractured, and the distal fragment had been linked to the unraveled platinum coil. The distance between the distal end of the niti core wire and the joint of the platinum coil, stainless steel coil and niti core wire was measured, and confirmed to be 22mm. Compared to the same section of the current product sample, 30mm in length, it was confirmed that distal 8mm of the niti core wire was missing from the actual sample. The distal end of the unraveled platinum coil was inspected. Niti-core wire fragment was inside and measured 8mm in length. Magnifying inspection of the stainless-steel coil section did not find any anomaly, including an elongation or misalignment. Niti-core wire fracture-ends were inspected with electron microscope and revealed that the shapes of both fracture ends were fit to each other. Based on the above, the actual sample had no missing portion in the niti-core wire nor in the platinum coil section. The niti-core wire fracture-ends were inspected with sem and dimple pattern was observed on the fracture surface of both ends. Outer diameters of the platinum coil section and stainless-steel coil section were measured and confirmed to meet the manufacturer specifications. The thickness of the niti core-wire was measured on the point near the fracture end and confirmed to be equivalent to that of the current product sample. Reproductive testing was performed. In all the cases, the niti core wire underneath the platinum coil section became fractured. Each fracture section of niti core wire was inspected with sem. Repetitive bending force: some dimples were noted on the fracture surface, this state was similar to that observed on the actual sample. Pulling force: the fracture end had been tapered and was diagonal when seen from the lateral side, this state was different from that observed on the actual sample. Repetitive one-way torque force to a test sample kept in looped shape, the fracture end had been curved and the fracture surface had been distorted, this state was different from that observed on the actual sample. One-way torque force: the fracture end had been twisted, this state was different from that observed on the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and thr catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal coiled section of the actual sample may have been trapped by some factors, and in that state, it may have been subjected to excessive repetitive bending force, which resulted in the fracture of niti core wire. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
This report has been deemed reportable based upon the evaluation of the actual device. The user facility reported that the runthrough device distal end of the wire unraveled in the vessel. It was used in a vein graft in the native circ/om. The physician was able to put a balloon down over the wire and retrieve the wire from the vessel. The patient's condition was fine, and the procedure was completed successfully. There was no patient injury, medical/surgical intervention required. Additional information was received on 23mar2020. Circ/om means: circumflex/obtuse marginal branch of heart. There was no wire left in the patient; they confirmed under fluoroscopy and visually examining wire.